Event description:
It was reported via repair work order that the lift would drift due to lift motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.